Event description:
It was reported that the patient was admitted to the hospital after suffering a stroke. During a device check, the physician indicated oversensing on the right ventricular (rv) lead and a sensing problem on the implantable cardioverter defibrillator (ICD), possibly due to the patient¿s condition. The ICD and lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was returned to the manufacturer and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.